Event description:
The customer reported that the main unit is beeping and the ibutton is lit up. There was no negative patient impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.